Event description:
Regarding rollator purchased years ago. Frame broke leading to injury - was in hospital 3 weeks. First called roscoe they told to reach out to us. Had the rollator in the kitchen, she had sat down on the seat, and without warning the thing broke and popped her out and onto the floor. Once on floor, she couldn't get up. She tried to shimmy across the floor. Splintered a cabinet in kitchen when the frame broke. She fell sideways as it tipped. She said the frame broke in middle of metal part, not at any points of screws or attachments. She broke her tailbone. Then the second part of the fall happened when she shimmied on butt to get to front door, normally she can open door and get to the patio stairs and go down two stairs to use railing to help pull herself up. She said she must have been in shock in kitchen, when tried pulling herself up using the railing she couldn't get her foot up, and that led to her falling down the rest of the stairs. She said she hit her head twice, and once she came to, there was blood everywhere because she is on blood thinners. She was picked up by others. Said she spoke with someone named larry who had also referred her to us to handle issue. She informed me that she purchased through a pharmacy that no longer handles this rollator and provided their phone number.